Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-08-19. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel bowed and barrel damaged on lot # 9273267. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, barrel bowed and barrel damaged) was captured and addressed. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the barrel was bent and there was a gouge in barrel. The returned syringe was examined and exhibited a scratch on the barrel around the 5-10 unit markings and the barrel was bent at this point. Manufacturing (holdrege) will be notified of the issue. A review of the device history record was completed for batch# 9273267. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200845565, 200845567, 200845495] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1774053, on 25 aug 2020, holdrege received a complaint, via a picture. The images exhibited (1) syringe with a bend/damage around the 5-10 scale marking. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: bolt that holds the inhibit gate bracket in place fell out, causing jams in the prep dial. Rationale: corrective action: maintenance dispatch #78188 was created for replacing the missing bolt. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag was damaged and leaked. This was discovered before use. The following information was provided by the initial reporter: material no. 324909 batch no. 9273267. It was reported that barrel was bent and there was a gouge in barrel. Verbatim: consumer reported barrel bent and gouge in barrel. Stated that he was not able to use the syringe because he thought it would leak.

Manufacturer narrative:
Of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel bowed and barrel damaged on lot # 9273267. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, barrel bowed and barrel damaged) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9273267. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag was damaged and leaked. This was discovered before use. The following information was provided by the initial reporter: material no. 324909 batch no. 9273267. It was reported that barrel was bent and there was a gouge in barrel. Verbatim: consumer reported barrel bent and gouge in barrel. Stated that he was not able to use the syringe because he thought it would leak.